Manufacturer narrative:
The scope was returned to the service center for evaluation and a visual inspection on the returned device was performed and found a kink and minor scrapes inside the biopsy channel. There were no stains or signs of foreign substance/material on either wall of the suction or biopsy channels. The kink inside the biopsy channel was located at approximately 50mm from the opening at the distal end side; and the scrape marks were discovered at multiple locations throughout the biopsy channel starting from the distal end and continuing to the opening at control body side. This is most likely attributed to mishandling. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of review of the scope reprocessing, and of review of the sampling technique for the positive culture sample. The olympus ess (endoscopy support specialist) performed a review of the reprocessing technique. The ess noted that the user facility uses a third party flushing pump instead of the reprocessing steps and equipment specified for manual cleaning / flushing, and for post-aer flushing and rinsing. The user facility does not sterilize scopes. Independently, the sampling technique and circumstances for the sample were reviewed. A deviation was noted; a cardboard shipping box had been brought into the room from outside the room. It was also not verified whether the air conditioning system had a suitable filter maintained at regular intervals. As a correction, the sampling personnel were retrained.

Manufacturer narrative:
This supplemental report is being submitted to provide the closed case summary. The summary of the investigation findings are as follows: -type of bacteria species identified was enterococcus faecalis and pseudomonas stutzeri. -enterococcus faecalis is intestinal flora; pseudomonas stutzeri is not intestinal flora but can be found in environment (waterborne). -other two samples collected at the site same day were positive for high concern organisms (enterococcus faecalis and streptococcus agalactiae). -outside of the reprocessing procedure review, it was reported by olympus staff that the washing tube connecting the scope and the aer was observed to be detached on several occasions. -persistent enterococcus faecalis and pseudomonas stutzeri were not detected during re-culturing. The exact cause of the reported event could not be conclusively determined, but this phenomenon was possibly occurred due to following: -probably contamination due to insufficient reprocessing because of the occurrence of the unique species (microbiological analysis). -detachment of washing tube observed on-site may be indicative of improper reprocessing (reprocessing procedure review). -enterococcus faecalis was detected from another scope at the same site same day may be also indicative of cross contamination (microbiological analysis).

Manufacturer narrative:
The scope has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Currently the investigation is ongoing, and as part of our investigation, an olympus endoscopy support specialist (ess) will be dispatched to the user facility to observe the reprocessing technique of the technician involved, as well as the user facility reprocessing practices, and to provide reprocessing training as necessary. The subject scope will also be sent to an off-site independent laboratory for ethylene oxide (eto) sterilization and subsequent olympus evaluation. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope tested positive for enterococcus faecalis, micrococcus luteus and pseudomonas stutzeri. With regard to reprocessing: the user facility uses a medivators dsd edge automated reprocessor.